Manufacturer narrative:
(B)(4). Medical devices: guide wire: agosal, sheath: parent. Evaluation summary: a visual and functional inspection were performed. The reported difficult to deploy and leak were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot revealed no other incidents reported for leaks or difficult to deploy. The investigation was unable to determine a conclusive cause for the reported difficult to deploy and leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, and de novo right common iliac artery. An 8.0 x 39 omnilink elite balloon expandable stent (bes) was advanced to the target lesion. The bes was inflated at 6 atmospheres and before the balloon fully inflated (only the proximal part of the balloon had inflated), the stent jumped approximately 1 cm and landed outside the lesion. A leak from the inflation port was confirmed. A non-abbott balloon was advanced to move the stent to the target lesion. Post-dilatation was performed with a non-abbott balloon and the procedure was successfully completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.